Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was a broken blade. The generator worked intermittently. The active blade broke and fell outside the pt. Completed with the same like product. There was no pt consequence.